Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint is confirmed. Upon visual inspection, it was noted that the head of the low profile locking screw, titanium, 3.5 x 16 mm, sterile, im had damage around the thread's head. Dimensional testing did not find any issues. Functional testing was not performed due to the damage to the device. The most likely cause of the reported failure can be attributed to user error due to misaligned insertion and/or excessive force being used during insertion of the screw.

Event description:
It was reported that during a lapidus surgery it was found that the thread of the screw head was faulty and did not hold inside the plate. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.